Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction code appeared again.